Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection. The product has already been explanted, discarded, and the issue is resolved. The patient told the rep today that they were hospitalized for pain and they been in the hospital for 11 days.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (patient rep) regarding an implantable neurostimulator. The reason for call was patient rep wanted to discard external equipment due to patent's explant. Patient rep reported the patient had a severe infection on the 9th of december and the infection made it so the swelling around the nerves had no feeling from the waist down. Patient rep stated the patient went to the hospital on the 7th and they called an ambulance to bring the patient back to las vegas because of the infection. Patient was in the hospital from the 9th to the 18th of december. Patient rep confirmed the infection was coming from the surgery site and they went back on the 18th to remove the implant and lead. Patient rep noted the patient would not be putting the stimulator back in and the patient was just now learning to walk again. Agent sent an email to repair for a shipping label for recharger paddle and controller to be returned.